Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Patient reported chest pain, MRI confirmed "burst"; physician recommended removal of prosthesis, patient heard about the recall, "fear", "could be a rejection of the body and it could be that needed to take it out". The device remains implanted.